Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change, with glucose peaking at 314 mg/dl and remaining above 180 mg/dl for about an hour; alerts for glucose above 300 mg/dl for over 90 minutes were received, and the glucose level trended down by the end of the call. Symptoms included no reported acute clinical effects. Outcomes included no use of back-up therapy, no ketone testing, and no professional medical intervention or assistance required. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported by the user and no abnormal findings related to the supplies, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.